Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed, 150mm from the terminal pin. Two segments were returned for a total length of 610mm. Therefore, a portion of the lead appeared to be missing. Insulation abrasion was noted appropriately 173 - 180mm from the terminal pin. The abrasion appears to be due to lead-on-lead contact coupled with movement. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was noise and oversensing on the right ventricular (rv) lead. There was no indication of any asystole. Insulation damage was suspected. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.